Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that erroneous results on patient sample was obtained during use with a bd facscanto ii system w/fluidics cart. Result was not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: facscanto iissc signal is abnormal. Additionally, on (B)(6) 2020 the fse provided the following additional information: the customer said that he was not clear about the cause of ssc channel signal abnormal , which needed to be confirmed after on-site maintenance by engineers . It was the patient's sample which was detected for the test. After the doctor's assessment, the abnormality was found, and then retest on other normally instrument. So erroneous result was obtained but it was not be reported and used to patient. The treatment was not delayed. There was no impact on the patient.¿

Manufacturer narrative:
H.6. Investigation: manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 24jun2019 to date 24jun2020. Complaint trend: there are 6 similar complaints related to this issue of abnormal ssc signal. Date range from 24jun2019 to date 24jun2020. Manufacturing device history record (DHR) review: review of DHR part # 338962 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the issue was due to the unstable pressure of sheath fluid. This was confirmed by the tsr (technical service representative) which instructed the customer how to adjust the sheath fluid pressure over the phone. After the adjustment, the instrument was performing and showing results as expected. No erroneous results or data were used for patient diagnosis or treatment. The safety risk is low because there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: n/a. Work order notes: subject / reported: pi-338962-facscanto ii-ssc signal abnormal. Problem description: facscanto ii ssc signal is abnormal clinical use. It is not used for the new crown pneumonia epidemic and is more anxious. I hope that engineers will come to repair as soon as possible. Work performed: unstable sheath fluid pressure. Cause: telephone to guide the user, after adjusting the pressure of the sheath fluid, it is normal. Solution: the instrument returns to normal operation. Returned sample evaluation: a return sample was not requested because there were no parts that were replaced. Risk analysis: risk management file part #338960-04ra, revision 01, failure mode and effect analysis for becton dickinson was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes. No. Item: 5. Regulators. Function: 5.2 regulate air pressure in the sample tube. Potential failure mode: 5.1.2 regulator failure, potential effects of failure: 5.1.2.1 sample flow rate fluctuates. Abnormal event rate. Potential causes/mechanisms of failure: 5.1.2.1.1 liquid in regulator. Current controls: 1. Hydrophobic filter. 2. Feedback control maintains pressure until regulator is no longer operational. 3. User observes abnormal event rates during acquisition. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 5. Occ: 2. Det: 5. Rpn: 50 mitigation(s) sufficient? Yes. No. Root cause: based on the investigation results the root cause was due to unstable sheath fluid pressure. Conclusion: based on the investigation results, the root cause of the ssc signal is showing abnormal or ¿erroneous results¿ was due to the unstable pressure of the sheath fluid. The tsr confirmed this issue and instructed the customer to make the adjustments remotely. After the adjustment the instrument was functioning as expected. The safety risk is low because there was no impact to customer health or safety.

Event description:
It was reported that erroneous results on patient sample was obtained during use with a bd facscanto ii system w/fluidics cart. Result was not reported and there was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: facscanto iissc signal is abnormal. Additionally, on 2020-7-2 the fse provided the following additional information: the customer said that he was not clear about the cause of ssc channel signal abnormal , which needed to be confirmed after on-site maintenance by engineers . It was the patient's sample which was detected for the test. After the doctor's assessment, the abnormality was found, and then retest on other normally instrument. So erroneous result was obtained but it was not be reported and used to patient. The treatment was not delayed. There was no impact on the patient.¿